Manufacturer narrative:
Device investigation confirmed the reported occlusion. The reported low blood glucose level could not be confirmed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in the pump logs on (B)(6) 2016. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2016 with a priming size of 23.98 units. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. There was no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had an occlusion alarm. The customer's blood glucose (bg) was not impacted. The customer resumed insulin delivery and the alarm did not reoccur. The customer had experienced a low bg (45 mg/dl). Candy and juice were consumed to address the bg level. The customer also set a temporary basal rate to help with the low bg. The customer was not sure what caused the low bg level.